Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient received device operating at max settings alert. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the max setting message was unknown. Most likely cause was impedance. Device replacement is scheduled for on (B)(6) 2024. Issue has not yet been resolved.

Manufacturer narrative:
Product analysis 97800: the implantable neurostimulator (ins) passed functional testing. Product analysis 978b128: analysis identified the insulation was broken under the 3 connector at the proximal end of the lead. Analysis identified that the 0, 1, and 2 conductors were broken at the proximal end of the lead. Continuation of d10: product ID 978b128 lot# va2rbtp serial# implanted: (B)(6) 2023 explanted: product type lead product ID 978b128 lot# va2rbtp serial# implanted: (B)(6) 2023 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information for this event description.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 serial# (B)(6), implanted: (B)(6) 2023 product type lead product ID 978b128 lot#/serial# (B)(6), implanted: (B)(6) 2023, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.